Event description:
The patient reported that the pump was rebooting. The patient confirmed that the battery cap was on securely with no yellow o-ring visible. The patient also confirmed that there was no damage to the battery compartment or cap.

Manufacturer narrative:
(B)(4): rebooting was observed in the black box. No alarms related to the complaint were found in the alarm history. No damage was observed to the battery compartment or cap. The battery cap secured to the pump and the pump powered on normally. The pump was exercised for 24 hours without interruptions. The batttery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.